Event description:
Drug/ diluent: 0.25% local anaesthetic. Fill volume: 270 ml. Flow rate: 5 ml/ hr. Procedure: thoracic surgery. "Cath" place: unknown (reported incident from (B)(6)). "The painbuster is set to deliver the 270 ml of 0.25% local anaesthetic over 54 hours (i.e. At a rate of 5 ml/ hour). This mechanism appeared to malfunction and deliver the total bolus over a more constricted timeframe estimated to be between 24 and 28 hours. This had the potential for causing local anaesthetic toxicity. Patient did not complain of any symptoms of local anaesthetic toxicity." (Description from (B)(6)) "an on-q painbuster device was used in a patient following thoracic surgery at 1130 on (B)(6) 2013. This was set up to deliver the standard 270 ml of local anaesthetic infusion to the wound at the rate of 5 ml/ hour. The first on call anesthetist was contacted on (B)(6) 2013 at 2200 for advice regarding the device as there was no visible local anaesthetic within the painbuster. On examining and questioning the patient it became apparent that the patient was experiencing increasing degrees of wound pain from approximately 1600 on (B)(6) 2013 (but was relatively pain free before this). The patient did not notice any leakage of local anaesthetic, nor did they complain of any symptoms of local anaesthetic toxicity. The device was intact and there were no apparent leakages or obvious external damage. Although empty it was subsequently clamped and left in situ." "The painbuster is set to deliver the 270 ml of 0.25% local anaesthetic over 54 hours (i.e. At a rate of 5 ml/hr. This mechanism appeared to malfunction and deliver the total bolus over a more constricted timeframe - estimated to be between 24-28 hours. This had the potential for causing local anaesthetic toxicity." "The patient was reviewed by the on call anaesthetic staff (and alternative analgesia arranged), medical and nursing staff were alerted to the incident, and the appropriate incident reporting forms were completed."

Manufacturer narrative:
Method: at this time it is unclear if the device will be returned for an evaluation and investigation. It is noted on the (B)(6) from "if you still have the incident device please retain it and await further instructions from (B)(6)." Also, it is noted that it is illegal to send contaminated items through the post. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: if the sample device is returned, or additional information pertinent to this event becomes available, I-flow will submit a follow up report. I-flow is currently performing further investigations with the reported information. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.